Event description:
The customer reported error relief valve cracking pressure out of range (e/c 3122). The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
G4: 24sep2019; b4: 27sep2019. The product support engineer (pse) confirmed the reported. The customer advised that the leak appears to be the water traps. Est (extended self-test) passed with no water traps and fails if they are in the circuit. The customer reports that they have obtained replacement water traps to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/21/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported error relief valve cracking pressure out of range (e/c 3122). The device was not in use at the time of the reported event; therefore, there was no patient involvement.